Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. In this case, it is possible the sheath broke during insertion due to the angle of insertion in relation to the tissue tract; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report (mw5186955) received that states "proglide perclose during an ir (interventional radiology) procedure malfunctioned." It was reported that this was a venotomy closure of a right common femoral vein using a proglide device relative to a y-90 radioembolization procedure with a 6f sheath. Reportedly, a break in distal guide occurred. The device was retrieved via a snare through the brachial artery. Manual compression was applied to achieve hemostasis. No additional information was provided.